Event description:
Cadd legacy pump serial number (B)(4) alarmed for no disposable, clamp tubing, then no disposable, pump won't run when they switched out the tubing and cassette. Patient switched to backup pump, new cassette, and tubing. Patient does not feel comfortable using current pump. No adverse effect reported. Patient could not find lot number or expiration on the previous cassette. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we [MFR] replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.